Event description:
The customer discovered questionable high free thyroxine (ft4) results for four patient samples when the results for two patient samples were questioned by the physician. Patient sample 1 initial result was 3.6 pmol/l and the repeat result was 1.52 pmol/l. Patient sample 2 initial result was 4.58 pmol/l and the repeat result was 1.90 pmol/l. Patient sample 3 initial result was 2.88 pmol/l and the repeat result was 1.25 pmol/l. Patient sample 4 initial result was 3.18 pmol/l and the repeat result was 1.34 pmol/l. The initial results were reported outside the lab. The repeat results were believed to be correct. There was no adverse event. The ft4 reagent lot number was 17832701 with an expiration date of 06/30/2015. The field service representative determined there was an electronic failure, a high bias on the measuring cell and the pm tube was failing. The measuring cell and pm tube were replaced. He checked the analyzer and made adjustments. Performance testing was run and calibration and qc were all ok.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.